Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device required preventive and corrective maintenance. Various components were cleaned, lubricated and replaced. Maintenance was conducted and tests performed before returning device to customer on (B)(4) 2012. The complaint is indeterminate. (B)(6).

Event description:
Customer reported the adaptor presented maladjustment and failure to connect with shaft of drills, which caused oscillation and vibration in equipment while executing actions during performance. This is report 1 of 1 for (B)(4).